Event description:
Customer reported experiencing inaccurate erratic results with a ot basic enhanced meter. Blood glucose results were 188, 248, 160, 139, and 277 mg/dl. Tests were done within 10 minutes with a difference of 29%. They did experience high blood sugar symptoms prior to doing the back to back comparison, which they were treated for in the hosp along with other health conditions. The customer chose not to disclose the other health conditions.